Manufacturer narrative:
The incoming service inspection confirmed the reported event. The analysis indicated the motor cable assembly, the collar, o-rings, and the bearing were worn. The worn components were replaced, the device tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The drill has been returned and the incoming inspection has been performed. The pre-repair temperatures tests confirmed reported event, the device was overheating. The following are the pre-temperature test results: 38.5 c at the rear, 29.3 c at the middle, and 59.5 c at the nose. The device is pending repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated after a few minutes of use during a tympanoplasty. The product analysis confirms the reported event of overheating. There was no delay to the procedure and no injuries reported as a result of this event.